Event description:
It was reported during a scheduled catheter exchange, it was noted under fluoroscopy, this biliary drainage catheter had fractured and the distal portion of the catheter had migrated to the liver. No attempts were made to retrieve the detached catheter segment. Another drainage catheter was successfully placed for continuation of treatment. The detached catheter segment has been passed by normal peristalsis and the pt's condition is good. This device has not been rec'd for eval. Therefore, a failure analysis is not available. As a lot number was not provided, a device history search could not be performed. The co's follow up revealed this catheter was in place for approx 6 wks. User technique and/or pt anatomy may have contributed to this event, however co is unable to determine the exact cause for this event. The co's directions for use state: "this catheter should be evaluated by the physician on or before 90 days post-placement."